Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located a bifurcation of the mid left anterior descending (lad) vessel and the 1st diagonal. The physician advanced a pt2 moderate .014x300cm wire to the 1st diagonal branch lesion, and then advanced a second pt2 moderate .014x300cm wire to the mid lad lesion. A 2.5x15mm maverick balloon was then advanced to the mid lad and inflated at 14 atms for 10 seconds and 12 atms for 8 seconds. The maverick balloon was removed, and a 2.75x16mm taxus express2 drug eluting stent was advanced to the mid lad and deployed at 12 atms for 28 seconds. The stent catheter was removed. The same 2.5x15mm maverick balloon was again advanced to the 1st diagonal branch lesion and inflated twice at 12 atms for 7 seconds. The balloon catheter was removed. Then, the physician advanced a 2.75x8mm quantum maverick balloon to the mid lad and inflated it three times at 12 atms for 7 seconds. The balloon catheter and the guide wires were removed from the patient, and the procedure was completed without complications. Medications used during the procedure included heparin, valium, fentanyl, integrilin, plavix, and nitroglycerin. Three days later, the patient presented with chest pain. There was a total occlusion of both the 1st diagonal and the lad. The physician advanced a non-bsc 2.5x12mm balloon to the proximal lad and inflated it at 8 atms for 13 seconds, 8 atms for 18 seconds, 8 atms for 19 seconds, and 8 atms for 10 seconds. The balloon was removed from the lad, and then a non-bsc 2.5x15mm balloon was advanced to the 1st diagonal branch and inflated at 8 atms for 25 seconds and 8 atms for 20 seconds. The 2.5x15mm balloon was removed and then the same 2.5x12mm balloon was advanced to the lad and inflated at 4 atms for 15 seconds and 4 atms for 10 seconds. Then the 2.5x15mm balloon was advanced to the 1st diagonal and inflated at 8 atms for 20 seconds, 8 atms for 15 seconds, 8 atms for 15 seconds, and atms for 12 seconds. All balloons and guidewires were removed from the patient, and the procedure was completed without complications. Medications used during the procedure included valium, fentanyl, morphine, heparin, integrilin, and plavix. The patient condition is reported as okay.